Event description:
The customer stated that he had received a low control test result of 34 mg/dl. While troubleshooting, he received another low control test result of 19 mg/dl. The normal control range is 86-116 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.